Event description:
The customer reported to olympus, that the lamp suddenly went out during inspection. After turning the video system center power off and back on again, it recovered and the test was able to be completed. The issue occurred during an unspecified procedure. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
New information added to the following fields: b5, d8, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information from the customer indicated that the problem occurred mid procedure during a diagnostic colonoscopy (polypectomy). The procedure was delayed for 30 minutes, with patient not under anesthesia. The intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.